Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, the reported phenomenon that the endoscopic image of the subject device became distorted was duplicated when the bending section was angulated. In addition, the evaluation confirmed following; the subject device passed the air leakage testing that means there were no malfunctions on the covering of the bending section. Disassembly of the device confirmed the following. The braided metal wire was frayed at the bending section. There was a cut in the covering of the image guide cable and the image guide cable was kinked at the bending section. Although the exact cause of the reported event could not be conclusively determined, it is surmised that angulating the bending section caused a short-circuit or disconnection at the damaged image guide cable and it resulted in the reported image problem. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device became distorted when the subject device was inserted into a trocar during an unspecified therapeutic procedure. The user facility replaced the subject device with a non-olympus device and completed the procedure. There was no patient injury associated with this report.